Event description:
The patient reported that the controller overheated and melted while connected to the insulet-supplied charging cable and wall adapter. The duration of charging prior to the event was unknown. The issue was first noticed due to the burning smell. The patient reported no prior abnormalities with the controller, no exposure to external heat sources, no pre-existing damage and no water exposure or impact. A pod was not being worn at the time of the event. Blood glucose levels were not reported. Medical assistance was not required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.